Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the reported issue was confirmed. The keypad was found not to be working properly, the lcd with damaged lens was found cracked but the pump maintained delivery accuracy within specifications of +/- 6%. The keypad and the lens were replaced and the expulsor will be trimmed as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump keypad was depressed, lens cracked, and delivered no fluid. It was reported that there was no patient involvement.